Event description:
Tm stating customer is extremely unhappy with image quality.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number (B)(4) is: unconfirmed as the failure could not be reproduced during evaluation. (Reference: MDR number (B)(4).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit has a fuzzy image is unconfirmed. The unit was tested and compared with a bench test unit and probe and the image on this unit appears to be the same on both units. There is no root cause as the issue could not be reproduced.

Event description:
Tm stating customer is extremely unhappy with image quality.